Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) is related to (B)(4) which reports that osteolysis and osteoarthritis occurred after the primary surgery. This pc reports that the surgeon could not remove the stem during the revision surgery. It was reported that on (B)(6) 2022, the patient underwent the revision surgery because osteolysis and osteoarthritis occurred after the primary surgery on (B)(6) 2008. During the surgery, when the surgeon tried to remove the srom stem, one side of the slot of the distal stem was broken. The stem fell into the distal femur, and the surgeon could not remove the stem. The surgery was completed successfully with 40 minutes delay. According to the surgeon, the cause of the slot breakage was due to metal fatigue. There was a possibility that the slot might have been broken before the revision surgery. Although the cause of the slot breakage was due to metal fatigue, the design of the slot was vulnerable in terms of strength. The implants will not be returned because the patient has hepatitis b. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (nc search) was performed for the finished device product code 900530210, lot - number 2363938, and no non-conformances / manufacturing irregularities were identified.